Event description:
It was reported the right ventricular (rv) lead exhibited an impedance rise and threshold increase. A lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2011 (B)(6); product ID 407652 implantable pacing lead implanted: 2005 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments. Analysis revealed the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.